Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a dressing change, it was noted that the hub detached from the catheter. The line had to be retrieved from the patient and the device was exchanged replaced. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **investigation** a review of complaint history, manufacturing instructions (mi), quality control (qc) and specifications was conducted during the investigation. The complaint device was not returned. As such, a physical examination could not be completed. The tubing for the catheter received from a supplier with the winged hub attached. Sizes and tolerances are specified for the subcomponent tubing within the polyethylene central venous catheter. Tensile and elongation testing is performed. A final inspection for the device was completed. The quality inspection states "confirm correct proximal fittings are clean, free of damage and securely attached. Tubing must extend at least half way into molded hub." And "confirm catheter surface is clean, smooth, and free of damage." Based on the information provided, a definitive root cause cannot be determined. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
During a dressing change, it was noted that the hub detached from the catheter. The line had to be retrieved from the patient and the device was exchanged replaced. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.